Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device is expected for return evaluation however, pending receipt; therefore, the alleged product issue cannot be confirmed at this time. If the device or additional information is received, microvention, inc., will submit a supplemental MDR report. Potential complications as referenced on the IFU, include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death.

Event description:
As reported, during an acom aneurysm treatment, the complaint device was prepared and deployed into the aneurysm with via 17 straight catheter. The device was prepared under IFU. When attempted to detach the web, it failed to detach after multiple attempts. After the third attempt, the physician decided to take the device out of patient. He then resheathed the web into via 17 and pulling the pusher wire out. However, only the pusher wire was removed, the web device did not come out attached to the pusher wire despite unsuccessful detachment at aneurysm site. The physician then took out the via catheter to check whether the web device was left within the microcatheter (hoping the web device was not left in unintended site of patient¿s body). He reinserted the web pusher wire into the via catheter and the web was pushed out from via. The case was completed with another web. Pt. Outcome: no immediate complication post op.

Manufacturer narrative:
The investigation of the returned web system found the implant separated from the delivery system, the proximal connector kinked at the brown lead wire joint, and the heater coil windings stretched. The unit did not pass continuity or resistance testing. The heater coil pet was found melted, indicating that the device was activated using a detachment controller during the procedure; therefore, the damage to the heater coil windings likely occurred post-activation. The stretched heater coil windings are an indication that the tether could have been caught in between the coil windings, causing the heater coil to stretch when the delivery system was pulled/retracted during the procedure. The physical evaluation of the device could not identify the conditions or circumstances that led to the proximal connector kink, but the damage is consistent with the device experiencing forces that exceeded the pusher's yield strength.

Event description:
See h11 for product evaluation.